Event description:
It was reported by sales consultant, the tip of a drill bit broke during the washing process on an unknown date. It was also reported that the event the device did not malfunction during surgery while being used on patient. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: the lot number 4706868 and part number 03.613.003 are not found in the records. Therefore, the device history review records were not performed. Device MFR date: 10/7/2005.

Manufacturer narrative:
A product development evaluation was performed. The instrument was returned with a flange on the slotted end of the barrel broken. The broken piece was not returned. One of the other flanges was bent inward. The part and lot number etching was slightly faded but still readable. The part was in otherwise good condition. Product drawings were reviewed as part of the evaluation and found the design adequate for the instruments intended use. The complaint condition may have resulted from excessive side loading causing the guide to eventually break during cleaning. It cannot be confirmed how the instrument was used and so the complaint is indeterminate from a design perspective. (B)(4).

Manufacturer narrative:
The additional evaluation (service and repair evaluation) states that the item was received with the tip broken. The customer reported the tip broke. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 04-apr-2014.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The additional evaluation (service history review) states that the item was received with the tip broken. A service history of the past three years has been reviewed. No history has been found because the item has not previously been in for service. There is no information relevant to the current complained issue.